Manufacturer narrative:
Follow up MDR for correction. Following up the submission of the initial MDR, it was determined the reported issue was not for the device (connector) that was initially reported. Photos demonstrated that the affected part belonged to a maxplus extension set. Therefore this complaint and MDR will be voided. A new complaint was opened to address the maxplus extension set.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material # 2426-0500, lot # unknown. It was reported by customer that leaking at connector. Verbatim: leaking at connector.